Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient has had multiple surgeries. Ankle fell back into varus. Poly was found to be fractured. Achilles lengthening, deltoid release, medial release ( a lot of scarring) weak posterior tendon tightened up.